Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a part of the device damaged and broke while being used in combination with a laser and fell into the patient. The broken part was removed using forceps. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code 2907 captures the reported event of coil detached/separated. Block h10: visual analysis found the blue outer sheath was completely bent and kinked. The sheath was extended far past the distal tip of the device, and the majority of the working length was exposed. The sheath was not able to be moved. The leading tip and the majority of the coil were completely detached from the device, confirming the reported event. The coil showed significant damage and scorch marks were apparent. Based on all available information, it is likely that the user fired upon the coil with a laser, causing it to detach. The observed damage is consistent with laser damage. The direction for use (dfu) states "warning: to minimize risk of device breakage or patient injury, do not fire laser directly on any part of the stone cone coil. Warning: do not set holmium laser energy above .8 joules or power setting over 8 watts." Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and there is no evidence that the device was used not in accordance with the labeling.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a part of the device damaged and broke while being used in combination with a laser and fell into the patient. The broken part was removed using forceps. There were no patient complications as a result of this event.